Event description:
It was reported that "physician pre-tested inflation cuff prior to insertion into patient with 10cc syringe and the cuff would not inflate". No patient involvement.

Manufacturer narrative:
Qn#1900108261 the reported complaint of "unable to inflate - balloon cuff" was confirmed based upon the sample received. Upon functional inspection, the inflation line was found to be obstructed at the distal end of the pilot balloon which prevented the balloon cuff from inflating properly. A device history record review was performed, and no relevant findings were identified. The root cause of this issue is manufacturing related. An investigation has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "physician pre-tested inflation cuff prior to insertion into patient with 10cc syringe and the cuff would not inflate". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "physician pre-tested inflation cuff prior to insertion into patient with 10cc syringe and the cuff would not inflate". No patient involvement.